Manufacturer narrative:
Pending evaluation.

Event description:
Revision due to dislocation.

Manufacturer narrative:
The revision reported was likely the result of loosened supporting ligaments, which led to dislocation. However, this cannot be confirmed as the devices were not available for evaluation, and no further information was provided.

Event description:
Revision due to disloction.